Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the stone (2.5 x1.5 cm in size) was captured by the device in the cystic duct. While attempting to crush the stone using the alliance handle, the pull wire in the trapezoid handle broke and the basket was not able to be opened. The trapezoid catheter was then cut at the handle outside the patient, and another lithotripsy device was going to be used to remove the stone from the basket, however, during manipulation , the stone fell out of the basket on its own. The basket and scope were removed from the patient without the need of another lithotripsy device. The stone was left in the patient¿s cystic duct, and there was no patient complication following this procedure. Another pre-planned procedure was performed five days later to remove the stone.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the basket/wire assembly was detached and removed from coil/handle assembly. The basket wires were slightly deformed and the tip was intact. The coil assembly was buckled and stretched and had been cut apart at the distal end of the heat shrink, the heat shrink had also been cut into 2 pieces. The device presented side car- rx pushback of approximately 5 mm. The handle cannula presented a deep score/ drag mark as the cannula had been forcibly pulled away from the set screw in finger ring portion of the handle assembly. The pull-wire was found to have failed and broken at 6.7 cm from the distal the end of handle cannula. The fractured ends of pull wire were found to be necked down and broken into "v" shape indicating that the wire had most likely sheared apart. A material review of the broken component found no anomalies and concluded that the pull-wire met the specifications. Therefore, the most probable root cause is "operational context." The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the stone (2.5 x1.5 cm in size) was captured by the device in the cystic duct. While attempting to crush the stone using the alliance handle, the pull wire in the trapezoid handle broke and the basket was not able to be opened. The trapezoid catheter was then cut at the handle outside the patient, and another lithotripsy device was going to be used to remove the stone from the basket, however, during manipulation , the stone fell out of the basket on its own. The basket and scope were removed from the patient without the need of another lithotripsy device. The stone was left in the patient¿s cystic duct, and there was no patient complication following this procedure. Another pre-planned procedure was performed five days later to remove the stone.

Manufacturer narrative:
Reported event of pullwire broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.